Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to calibrate 3 times. Blood glucose value was 401/mg/dl at the time of the incident. The customer declined to troubleshoot for the high blood glucose reading. The customer stated their weight as (B)(6). No troubleshooting was performed. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.